Event description:
Two caregivers were releasing a sling from the hanger bar, in the resident bed. They found it very hard to remove leg strap from hanger bar. One was trying so hard that she managed to swing the handle of the hanger bar set into the forehead of the other caregiver. Pt sustained no injury. Caregiver went to ER (emergency room). Please refer MFR report #: 9681684-2013-00083.